Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for conducted atrial fibrillation (af). It was noted that the patient admitted to not taking their medication at that time. The patient also reported that they had tripped and fell to the ground on their chest approximately one month ago; however, the subsequent device check was normal. The device remains in use. No further patient complications have been reported as a result of this event.